Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful to date. No tests/laboratory data available. No information available. No information available. Serial number, lot number, UDI and expiration date are yet to be determined. This "blank" is not an omission. The implant or explant dates are not applicable to this device. Device evaluation anticipated, but not yet begun device manufacture date is yet to be determined. Does not apply to this submission.

Event description:
This case was investigated according to the manufacturer's policy. It was reported, the manufacturer's device got caught on the wire (another manufacturer's device) while pulling out of the body. The doctor pulled the devices out as a system in order to remove the manufacturer's device from the body. There were two wires (another manufacturer's devices) both going to the right coronary artery however into different separate branches. The doctor had already imaged the branch and was pulling the manufacturer's device out when it became stuck on the wire. The manufacturer's device was used properly 4 times (in and out of the body) prior to the failure. This event is being reported because the manufacturer's device and another manufacturer's device were removed as a system.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Visual and microscopic inspection and functional testing were performed on the returned device. The entirety of the device was intact and no portions appeared to be missing. The device passed all the functional testing; no functional failure was detected. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This supplemental MDR is being submitted to report relevant device analysis findings.